Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that had experienced another high blood glucose event and had a blood glucose reading of 500 mg/dl and treated with insulin pump. Customer also mentioned that troubleshooting on high blood glucose had already been performed previously. Customers blood glucose was at 589 mg/dl the night prior to call and stated that the insulin pump button was indented. Call was disconnected and outbound call was made twice and only able to leave a voicemail. No product is expected to return for analysis.